Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/12/2024, it was reported by a patient relative that a patient underwent a procedure on (B)(6) 2022 where an ar-8926t knotless tightrope® syndesmosis repair implant was implanted. The patient began to experience skin issues with a blister-like reaction in (B)(6) of 2022. Additional information has been requested.

Manufacturer narrative:
Additional information: b3, g1, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.